Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited failure to capture. It was found that the patient's atrium was in standstill condition. The ralp was not implanted, and the procedure was abandoned with no device implanted. There were no patient consequences.